Event description:
An account stated that the hi-low drive on this bed had a slow drift downwards. The account reported no injuries.

Manufacturer narrative:
The hi-low drifting is unintentional movement of the bed which has the potential to cause serious injury. Technical support recommended that the account clean, lubricate and inspect the hi-low drive in order to resolve the problem. All bed drives are required to be inspected, cleaned, and lubricated at least once a year in accordance with the product service manual.